Manufacturer narrative:
Updated h6 per new information received the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of presentation "should rapid-deployment bioprostheses become the first choice in patients with severe aortic stenosis? Propensity score analysis of intuity vs magna ease" presented at the eacts on 14-oct-2021, the following events were identified as pertaining to edwards devices: between july 2015 - june 2019, 375 consecutive patients underwent avr for aortic stenosis with the two study devices (magna ease and intuity valves). 16 permanent pacemaker implantations in the intuity group occurred in the early postoperative period.